Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing was kinked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 19125574. It was reported the tubing kinked below the drip chamber.

Manufacturer narrative:
It was reported the tubing kinked below the drip chamber. Received one used primary set model 2420-0007 lot 19125574. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed one kink on the tubing (p/n 660132) below the drip chamber (p/n 630-00362), confirming the customer¿s report. Closer inspection of the kink found excess solvent that was applied during the manufacturing process. Clear fluid was also observed inside the drip chamber above the kinked location. No other anomalies or evidence of damages were observed upon initial visual inspection. Functional testing was performed by spiking the as-received set to one lab bag filled with blue dye water. One 18 gauge cannula was attached to the primary set¿s male luer. The set was attempted to be reprimed but was unsuccessful. The kink was observed to be occluding the fluid path as fluid would not travel pass through the kinked tubing. The kink was attempted to be massaged to its normal state but was unsuccessful due to the hardened kinked tubing. No other anomalies were observed. Manufacturing has previously investigated the tubing kink issue (failure investigation dir 10000329105) in which it was identified that a hard kinked tubing can be caused during the manufacturing operation when the operator bonds the tubing with the drip chamber using a specific solvent dispenser and immediately passes the set to another operation where the set is coiled and introduced into the pouch. During this process, if the solvent has not sufficiently dried, there is the possibility that hard kinks will be created. Equipment used (inspection and testing performed on (B)(6)2020) - optical ram-cnc eq 08204 5-feb-21 a device history record for model 2420-0007 with lot number 19125574 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 05dec2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that tubing kinked below the drip chamber was confirmed as received. The root cause was identified as an incorrect assembly method (coiled and pouched prior to solvent fully drying) that facilitates the formation of hard kinks that impede or restrict fluid flow. H3 other text : see h10

Event description:
It was reported that as lvp 20d 2ss cv tubing was kinked. The following information was provided by the initial reporter: material no.: 2420-0007 batch no.: 19125574 it was reported the tubing kinked below the drip chamber.